Manufacturer narrative:
Philips service replaced the allura haswell clarity pc no hdd, allura haswell biplane host pc no hdd, and hard disk spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that system boot problem due to hardware failure on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.